Event description:
Customer emailed stating that they had a mattress that was delaminated.

Manufacturer narrative:
Upon inspection of this mattress the urethane cover bubbled at the center of the mattress cover and peeled away exposing the foam of the mattress. A new mattress was delivered to the facility on (B)(4)2014. This problem has been assigned to CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.